Event description:
Patient was undergoing an esophagogastroduodenoscopy (egd) with balloon dilation. During the procedure, there was difficulty maintaining pressure with the device, although the procedure was completed utilizing the device. Post-procedure, a small amount of red drainage was noted and a small tear was discovered. A clip was placed and the patient subsequently discharged home. Post procedure, the inflation syringe from the case was checked on the device and noted not to maintain inflation pressure. When the same syringe was tested on another device, it did maintain appropriate pressure. Unable to determine whether the inability to maintain pressure contributed to the small tear. This was the first and only incident, to date. Device was immediately removed from patient care use at the time of the incident.